Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lv lead exhibited a failure to capture. The lead was replaced during the same procedure, and the patient is stable.

Manufacturer narrative:
The initial report source of distributor should have been indicated. Analysis was normal. No anomalies were found.

Event description:
New information received notes the physician name and title.